Event description:
A patient had a pci of the svg to lcx with the distal protection balloon occlusion device. The date of the CABG is unknown. The anatomy is as follows: patent lima to lad, patent svg to pda and 75-80% mid body lesion of the svg to the lcx with timi iii flow. The lesion itself was on approximately a 30-degree bend. The ef was approximately 45-50%. The equipment used for the case was an 8f fr4.0 acs guide, a 3.0x23 penta-acs stent and an occlusion balloon device. The occlusion balloon device was prepped per the IFU. The sales rep stated that there was poor guide catheter seating due to a sharp 90-degree angle on the take off to the graft. Once the guide catheter was placed the occlusion balloon was passed through the lesion and the stent was loaded into the guide. The distal vessel was occluded at 3.5 and verified with a contrast injection. The stent was deployed without complication. The stent was removed and the aspiration catheter was sent down the vessel. No complications were noted with the first pass of the aspiration catheter and 20cc of blood was aspirated. The second syringe was used; the aspiration catheter could only be passed to the mid-body of the stent. Some distal balloon movement was noted with the aspiration catheter when trying to get further down the stent. To avoid any further balloon movement the doctor decided to aspirate from the mid-point of the stent. After the syringe had filled 7-8cc it was noted that no further blood was being retrieved. The doctor also noted that the arterial wave was dampened and checked the toughy borst adapter and the guide placement. The patient had a stable rhythm, vital signs, and remained free of complaints. The aspiration catheter was pulled back into the guide catheter; the distal occlusion balloon deflated and the doctor removed the aspiration catheter and occlusion balloon from the body. A contrast shot of the vessel was taken - the first few seconds the flow appeared brisk then became very slow. It appeared that there was visible debris floating down the vessel from the guide to the distal bed. The patient immediately lost blood pressure, heart rate and CPR was started. The patient expired on the table despite CPR measures. It is suspected that the patient may have had emboli dislodged from the guide causing no reflow.